Event description:
Patient reported silicone deposits surrounding the implants, an MRI showed implant intact but "there are many folds", right side biopsy showed silicone outside of the implants, pathology showed "inflammation around silicone granules found in breast tissue", and "leaking/bleeding of implants", confirmed via ultrasound and MRI. Patient later reported "calcification", and "under polarized microscopy the tissue shows pieces of silicone material, surrounded by dense fibrosis as well as areas of lymph histiocytic infiltration, confirmed via mammogram and pathology. Record is for right side. Device remains implanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, gel leak. A review of the device history record has been completed. No deviations or non-conformance's noted.